Manufacturer narrative:
An eval of the device cannot be performed as the device remained in the patient and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
The pt reported via a letter to the distributor (B) (4) that they experienced pain following a total left knee replacement. The pt further reported that the primary surgery took place on (B) (6) 2007, and underwent physiotherapy for two years. The patient further reported that a left hip replacement procedure took place (B) (6) 2008, and continued with physiotherapy after that procedure. The pt further reported that an x-ray review and MRI scan was conducted on (B) (6) 2009, and the consultants believed that the left knee appeared to be tight.